Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred during bolus deliveries. The customer performed a supply change and attempted to deliver a correction bolus to address the occlusion alarms. During the supply change, the customer did not notice any issues with any of the pump supplies. Due to the occlusion alarms, the customer experienced an elevated blood glucose (bg) level in the 580's mg/dl range and diabetic ketoacidosis which led to a hospitalization. While in the hospital, the customer was treated with insulin and fluids. The customer was released from the hospital two days later. Tandem technical support educated the customer in regards to occlusion alarms.